Event description:
It was reported that the insulin pump alarmed no delivery during a bolus delivery, basal delivery, and/or fixed prime. The caller was unable to troubleshoot the issue because, the alarm was resolved by an infusion set, reservoir or complete set change. The caller did not know the blood glucose reading. The caller was advised to call when the alarm occurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.